Event description:
It was further reported that in (B)(6) 2012, the event was considered resolved without residual effects.

Event description:
(B)(4) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was 80% stenosed, 2.5mm in diameter and 30mm long. The lesion was treated with predilation and placement of a 2.5x12mm ion stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2012, due to cardiac chest pain the patient was hospitalized on the same day. The event was considered not resolved and the patient was scheduled for open heart surgery. However, the patient was discharged and is doing fine.

Event description:
It was further reported that the patient experienced stent thrombosis and target vessel revascularization was performed. In (B)(6) 2012, post dilation was performed with apex and cutting balloons. In (B)(6) 2012, the patient presented with continued angina which was disabling and cardiac catheterization was recommended. There was in-stent thrombosis noted in the lad. In (B)(6) 2012, the patient was admitted for planned coronary artery bypass graft (CABG). The computed tomography (CT) of the patient's chest/abdomen/pelvis revealed minimal atherosclerotic disease. Repeated sternotomy was performed with cabgx2 (lima to lad [tvr] and svg to lcx/om [non-tvr]). Also, tamponade on diaphragmatic surface of rv was noted. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Event date: (B)(6) 2012. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).